Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: pain, and plate fracture was detected in a female patient, (B)(6). Not adipose. Valgistan osteotomy with blade plate on (b)(^) 2013, support from 15-05 with two stools. The 100 degree blade plate was bent by bending irons to the knee of the plate. The plate was not bent at the level of the screw holes. No signs of lysis around the blade on xray. There was no trauma or fall, but sudden severe pain. Plate fracture occurred on the (B)(6) 2013. Revision was on (B)(6) 2013. Also involved were three unknown screws, one is located in the breakage area. The plate and three intact screws 1x 214.838 lot. 8216912, 2x 214.830 lot. 7906437 were received. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The manufacturing evaluation was conducted and it states that the cortex screw was intact. The relevant dimensions were checked and found to be according to the specification. No manufacturing related failure could be detected. There is no indication that the cortex screw had any negative influence on the breaking of the plate.

Event description:
This is 2 of 2 report for (B)(4).